Manufacturer narrative:
Product complaint #: (B)(4). Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Mentor manufacturer's report numbers: 1645337-2020-06020, 1645337-2020-06024, 1645337-2020-06025. Are related to the same incident.

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿prepectoral breast reconstruction with complete implant coverage using double-crossed acellular dermal matrixs¿. 2 patients with breast cancer who underwent skin-sparing or nipple-sparing mastectomy followed by immediate prepectoral implant-breast reconstruction experienced wound dehiscence. Objects: to clarify the usefulness of an implant covering technique using two double-crossed adms. Methods: we retrospectively evaluated the records of 23 breast cancer patients who, between (B)(6) 2017 and (B)(6) 2018, received skin-sparing or nipple-sparing mastectomy followed by immediate prepectoral implant-breast reconstruction.